Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a primary plumset that during an infusion of adriamycin, a leak was noted through the vent filter. It was reported that the vent filter always remains closed. The current pressure used is 500mm hg. There was no adverse event and no delay in therapy reported. This report reflects the second event that occurred on the same morning.

Manufacturer narrative:
There were no product samples, videos, or photographs returned for investigation. The DHR was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.